Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went into ventricular fibrillation after a csi orbital atherectomy device (oad) was used. The target lesion was located in the right coronary artery (rca) and was 30mm in length. The physician had treated the lesion by performing four runs at low speed for less than 20 seconds per run. No complications were noted angiographically, but the patient went into v-fib after the fourth run. The patient was defibrillated three times and normal rhythm returned. The patient left the procedure in stable condition. A request for additional information was made to the facility, but was denied per internal policies.